Event description:
Information received by medtronic indicated that the customer received pump error 130 - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed. Customer was unable to clear the alarm and was advised that the product will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump error 38 occurred on (B)(6) 2023 at 14:05:59 during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump 63 variable 3 occurred on (B)(6) 2023 at 14:07:26.00 during self test. Pump failed screen test portion of self test due to pump error 63 variable 3. Pump failed rewind test due to pump error 38. Pump error 63 variable 3 was confirmed due to broken solder joints on the u1 chip on the keypad assembly. Pump error 38 was confirmed due to a corroded home switch and moisture damage on the motor. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms noted during testing. The pump was cut open for visual inspection and found a corroded home switch and evidence of moisture damage on pcba 1, force sensor, and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump error 130 was not confirmed during testing. Pump exposed to moisture confirmed on the pcba 1, force sensor, and motor. Pump error 38 was confirmed during testing due to a corroded home switch and moisture damage on the motor. Pump error 63 was confirmed due to a broken solder joints on the u1 chip on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.